Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause of the reported ¿hardware lodge in cannulation¿ and ¿top lag screw would not come out¿ cannot be definitively concluded as the patient¿s surgical report was not provided for comparison to the surgical technique. However, a procedural variance cannot be ruled out as a possible contributing factor to the reported (first attempt) failed implant extraction. The patient impact is the ¿fracture non-union¿, failed surgical extraction of component procedure and (second attempt) revision/replacement of the components. The patient¿s current health status is unknown. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for intramedullary nail system provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a meta-tan nail revision conducted on (B)(6) 2023, it was not possible to remove the meta-tan 13mm x 38cm left and the meta-tan lag/comp kit 90/85 implants due to hardware lodge in cannulation. After a surgical delay of more than 60 min, it was decided to leave the implants in situ. An additional surgery was required on (B)(6) 2023, in which implants were successfully removed. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference (B)(4).